Event description:
It was reported a transfer set detached from the plastic adapter during an unknown process step of peritoneal dialysis (pd) therapy. The following day, the detachment occurred again. According to the reporter, both times the caregiver reattached the transfer set. The patient presented to the pd clinic and the patient was treated with intraperitoneal (ip) gentamicin (80 mg) and ip vancomycin (2000mg). Six days later, the patient received another dose of ip gentamicin (80 mg) and ip vancomycin (2000mg). Two days later, the another round of antibiotics were administered. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.